Event description:
It was reported that during the implant procedure, perforation occurred. A sudden drop in blood was noted while sewing up the pocket. Fluid was observed under echo and cardiocentesis was performed. Patient was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.